Event description:
It was reported that the patient was admitted to the hospital for congestive heart failure with dyspnea. The condition was caused by a "flat battery" of the pacemaker device, which reached end of life status. The device was explanted and was replaced. The patient is a participant in (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.